Manufacturer narrative:
Update to b5, h6, h7, and h9. After further investigation, it has been determined that according to the facility on 2/9/2026, the control syringe was reported to back off of the manifold during use. The facility reported this as a safety concern for potential air leak during transseptal procedures on the left atrium. The investigation involved an analysis of production records and the device was not returned. The investigation identified a manufacturing process problem and the cause has been traced to a manufacturing deficiency related to recall r-26-025. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 2/9/2026, the control syringe was reported to back off of the manifold during use. The facility reported this as a safety concern for potential air leak during transseptal procedures on the left atrium.

Event description:
According to the facility on 2/9/2026, the control syringe was reported to back off of the manifold during use.

Manufacturer narrative:
According to the facility on 2/9/2026, the control syringe was reported to back off of the manifold during use. The facility reported this as a safety concern for potential air leak during transseptal procedures. The manifold was discarded and replaced with another unit from the same lot, and the same issue was reported to occur. No injuries were reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.